Event description:
It was reported to philips that the device lost the live image. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no live image. Review of the system log files confirmed the malfunction ¿video switch reconnection failure¿. Upon troubleshooting action, fse found problem with the power supply of the dvi matrix switch. The fse replaced the power supply. After replacement of power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.